Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: ceramic tip (insulation beak) was damaged. IFU "chapter 4.1 inspection and testing", ¿warning risk of injury¿ lists ¿impact, fall, shock or similar stress can damage the ceramic insulation at the sheath¿s distal end.¿ should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during set up / inspection for use, the subject inner sheath ceramic tip was damaged. There was no patient involvement.